Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.